Event description:
Device 1 of 3. Reference MFR report: 1627487-2014-12168, 12169. It was reported the pt was dissatisfied with the stimulation therapy coverage. The pt's ipg was explanted and the leads were left implanted. Note the pt and 3 leads from two lot numbers.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.